Event description:
Device issue: difficult to insert, detachment of distal sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred and calcified common femoral artery after a diagnostic procedure. Reportedly, during device insertion into the vessel, resistance was felt, a "snap" was heard, and the distal sheath broke at the distal guide/sheath junction. All of the proglide parts remained attached to the device. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.